Event description:
It was reported, that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. During routine clinic check, due to three consecutive oscillatory mismatch codes. This device was explanted and replaced with a new crt-p. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for full investigation.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during routine clinic check due to three consecutive oscillatory mismatch codes. This device was explanted and replaced with a new crt-p. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for full investigation. Later, this product was returned to boston scientific for full investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.